Manufacturer narrative:
Report 3003721894-2016-00125 is associated with (B)(4), poligrip ultra. Poligrip ultra is marketed as super poligrip in the us. No sample was returned for this complaint and also batch number (B)(4) provided is invalid in our system so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of unknown cause of death in a male patient who received gsk denture adhesive (formulation unknown) (poligrip ultra) unknown for denture wearer. On an unknown date, the patient started poligrip ultra. On an unknown date, unknown after starting poligrip ultra, the patient experienced unknown cause of death (serious criteria death and gsk medically significant). On an unknown date, the outcome of the unknown cause of death was fatal. It was unknown if the reporter considered the unknown cause of death to be related to poligrip ultra. Additional information: "me and my husband has been using it for years and years and years from when he was still alive, but he is dead now.' Consumer does not want to talk about her dead husband. Consumer's husband is dead for 2 and 1/2 years now. A product complaint has been raised with this case as the consumer reported: "I cannot squeeze the cream out, there's still half of it left but I cannot get it out the tube.' Final complaint investigation report received on 24 august 2016: this complaint was deemed unsubstantiated and the complaint had not been escalated.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of unknown cause of death in a male patient who received gsk denture adhesive (formulation unknown) (poligrip ultra) unknown for denture wearer. On an unknown date, the patient started poligrip ultra. On an unknown date, unknown after starting poligrip ultra, the patient experienced unknown cause of death (serious criteria death and gsk medically significant). On an unknown date, the outcome of the unknown cause of death was fatal. It was unknown if the reporter considered the unknown cause of death to be related to poligrip ultra. Additional information: me and my husband has been using it for years and years and years from when he was still alive, but he is dead now.' Consumer does not want to talk about her dead husband. Consumer's husband is dead for 2 and 1/2 years now. A product complaint has been raised with this case as the consumer reported: "I cannot squeeze the cream out, there's still half of it left but I cannot get it out the tube.' Final complaint investigation report received on 24 august 2016: this complaint was deemed unsubstantiated and the complaint had not been escalated. Follow-up received on 06 september 2016: on an unknown date, unknown after starting poligrip ultra, the patient experienced product complaint. On an unknown date, the outcome of the product complaint was not reported.

Manufacturer narrative:
This report is associated with (B)(4), poligrip ultra.

Event description:
Death nos [unknown cause of death]. Case description: this case was reported by a consumer via call center representative and described the occurrence of unknown cause of death in a male patient who received gsk denture adhesive (formulation unknown) (poligrip ultra) unknown for denture wearer. On an unknown date, the patient started poligrip ultra. On an unknown date, unknown after starting poligrip ultra, the patient experienced unknown cause of death (serious criteria death and gsk medically significant). On an unknown date, the outcome of the unknown cause of death was fatal. It was unknown if the reporter considered the unknown cause of death to be related to poligrip ultra. Additional information: "me and my husband has been using it for years and years and years from when he was still alive, but he is dead now." Consumer does not want to talk about her dead husband. Consumer's husband is dead for 2 and 1/2 years now. A product complaint has been raised with this case as the consumer reported: "I cannot squeeze the cream out, there's still half of it left but I cannot get it out the tube."